Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based in device analysis completed on 24-sep-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage. Synergy ous mr 3.00 x 12 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the entire stent with stent struts rows deformed and misaligned. The crimped stent od (outer diameter) at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.